Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Continuation of concomitant: ddbb1d1 ICD, implanted: (B)(6) 2017; yrirhxc1685 stent graft x2, implanted: (B)(6) 2005, yrbrhxc2615135 stent graft, implanted: (B)(6) 2005, yrirhxc16115 stent graft, implanted: (B)(6) 2005.

Event description:
It was reported that an audible alert was trigger due to high pacing impedance on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.